Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 500 mg/dl and diabetic ketoacidosis; cause was unknown, however customer believes insulin could have possibly gotten warm. Customer required assistance from parent to treat bg level via a supply change, and a manual injection. No additional information was provided.